Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned, however the device history logs were provided for evaluation. Review of the device history logs showed that an infusion using a monoject 60cc syringe was programmed at the rate of 0.17 ml/h on the date reported by the user. For a therapy with this large a syringe and the low rate programmed it would take between 4.5 and 6 hours for a pressure alarm to occur. Based on the information provided, the pump operated as intended. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number(B)(4) the investigation into this reported event is ongoing. Additional attempts to receive the pump involved in the incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the infusion was prepared as per protocol and the infusion was started at approx. 12:15. At 13:05 the nurse noticed that the infusion tubing of the dopamine drip was clamped and the pump had not alarmed. The infant passed away at 14:15 that same day. The death was attributed to extreme prematurity and septic shock.